Event description:
The patient was revised because of poly wear.

Manufacturer narrative:
Evaluation was not possible, as the product were not returned. Review of the device history records did not reveal any anomalies. A search of the complaint database did not reveal any other reports against the manufacturing lots. The investigation could not verify or draw any conclusions about the reported polyethylene wear. No evidence was found suggesting product error was a contributing factor, and the need for corrective action is not indicated.